Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the universal manipulator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The unit was tested on an in-house system where it failed normal mode triggering error 23062 on dof8.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, error 23062 occurred. System was restarted and a hard power cycle was performed but the error did not clear. The procedure could not be performed with universal side manipulator (usm) 4 disabled as there was no second assistant. The procedure was converted to laparoscopy with no reported injury.